Event description:
Per the paperwork returned with the device, the device was explanted due to a post operative infection in 2007. No further info was reported.

Manufacturer narrative:
This is a final report, filed september 10, 2008.